Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the proximal clevis hub. The clevis does not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci nephrectomy procedure, the customer noted that the prograsp forceps instrument wire was frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.